Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported via a trial that approximately one year after the implant of the xience v stent, the patient experienced restenosis which was treated by implanting another stent. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Restenosis, as listed in the xience instructions for use. Is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the hospitalization is a secondary effect of the restenosis. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.